Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported), however, the issue did not resolve. The patient was hospitalized on (B)(6)2025 until (B)(6)2025. The patient was administered with IV antibiotics and the device was explanted on (B)(6)2025. It is unknown if there are plans to reimplant the patient as of the date of this report.